Event description:
Customer reports that the device read 44mg/dl while the hosp device read 107mg/dl. No treatment received. No strip info provided. No qcs were used. Requested return of suspect device and replacement was sent.